Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This patient was implanted on the left side. Diagnostic imaging performed after surgery showed the electrode array to be in the internal auditory canal. Surgery to re-position the electrode is scheduled.

Manufacturer narrative:
Most recent information state that the patient had again problems of infections and a second cul de sac revision was performed on (B)(6) 2016. An infection and biofilm all around the implant housing and middle ear was observed during surgery. After cleaning up the infection, it was seen that many channels of her original implant were outside of the cochlear and two electrode contacts and wires appeared to be damaged. Device investigation confirmed damages to the active electrode lead and array, which are most likely due to the difficult insertion procedure and explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
This patient was implanted on the left side. Diagnostic imaging performed after surgery showed the electrode array to be in the internal auditory canal. An electrode array reposition surgery was conducted after which 7 electrode channels were observed in the cochlea. An additional procedure was conducted to address a recurrent ear infection issue. During this surgery, a _culdesac_ was performed without touching the active electrode.

Manufacturer narrative:
Additional information: based on the limited information received, patient has a severe inner ear anomaly and imaging after implantation surgery showed the electrode array to be inserted in the internal auditory canal (iac). A revision surgery intended to properly re-insert the same electrode was scheduled, though it was postponed due to an ongoing infection. No information available points to the implant being the source of infection. The complaint will be further investigated if further relevant information is received.

Event description:
This patient was implanted on the left side. Diagnostic imaging performed after surgery showed the electrode array to be in the internal auditory canal. The patient has severe inner ear anomaly. Surgery to re-position the electrode is scheduled. Despite several requests, the only additional information that could be retrieved stated that the patient had not been cleared of an infection and was awaiting for revision surgery. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process.

Manufacturer narrative:
Additional information: based on received information, the device active electrode array was initially inserted into the internal auditory canal (iac) and was later surgically re-positioned, however, 5 electrode channels appear to be extra-cochlear. This complications may be related to the observed inner ear anomalies. Additionally, a recurrent ear infection was addressed by a surgical procedure where a culdesac was performed. No information available points to the implant being the source of infection. The investigation results appear to match the symptoms mentioned in the patient report.

Event description:
This patient was implanted on the left side. Diagnostic imaging performed after surgery showed the electrode array to be in the internal auditory canal. Surgery to re-position the electrode is scheduled. Despite several requests, the only additional information that could be retrieved stated that the patient had not been cleared of an infection and was awaiting for revision surgery. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. As per latest information received, an electrode array reposition surgery was conducted after which 7 electrode channels were observed in the cochlea. An additional procedure was conducted to address a recurrent ear infection issue. During this surgery, a culdesac was performed without touching the active electrode. The patient could not yet be seen at the clinic for device activation.